Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet with a freestyle libre 3 plus continuous glucose monitor (cgm) sensor experienced a pairing failure after toggling the sensor, restarting the pump, and attempting multiple scans, consistent with intermittent communication failure involving the antenna and electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between connected components in the cgm ecosystem alongside intermittent communication failure, with involvement of electrical/magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.